Event description:
It was reported that the pulse generator was in back-up mode. Two attempts to perform a download failed. The elective replacement indicator (eri) byte indicated that the device had not reached eri.

Manufacturer narrative:
No medwatch form was received.